Event description:
Procedure: subtotal gastrectomy (billroth I). According to the report: the device couldn't be removed after it was fired when an anastomosis of gastric stump to duodenum was created after the subtotal gastrectomy. The tissue wasn't cut completely so the connected tissue was dissected with an electric-knife. However, there was anastomotic bleeding and an irregular anastomotic lip. The anastomosis was excised totally and launched again with suture avoiding postoperative bleeding and leakage. The postoperative status of patient was normal.

Manufacturer narrative:
Date initial report sent: 10/08/2009.